Event description:
It was initially reported to boston scientific corp on (B)(6) 2009, that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a female pt (B)(6). During the procedure, while backloading the guidewire on the rapid exchange biliary delivery system, the guidewire would not exit the exchange port. The procedure was completed with a second rapid exchange biliary stent system after encountering the same difficulty, the physician was able to maneuver the guidewire to exit the rapid exchange port. The procedure was successfully completed with no reported pt complications. The pt was reported to be fine after the procedure. This event has been deemed a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
Eval results: during the analysis, the guide pull wire was found bent. A kink was observed in the working length of the push catheter. The stent was loaded to the delivery system upon receipt. The working length of the stent was slightly bent. A functional test found that the device could be actuated without resistance. A 0.035 inch guide wire could be passed into the distal end of the push catheter including the guide catheter and out from the rx ramp window. During the functional eval, when the guide pull wire was actuated, the guide/pull wire moves freely along the rx ramp window. A visual eval of the guide catheter found no deformation. The condition of the returned unit was not consistent with the complaint incident. The most probable root cause for this complaint is operational context. Due to the anatomical/procedural factors encountered during the procedure performance was limited. A review of the mfg documentation found no anomalies or deviations during the MFR of this batch. (B)(4).